Manufacturer narrative:
With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was being used. The root cause was determined to be misaligned blower module, which was replaced and the system then brought back to operation as intended. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.

Event description:
At first, 'options not found' message appeared on the device and when we entered the service mode to install the option, it was seen that the option box was not active. Then the event log records were checked, but no message could be seen there. Only (tbd) was written. It was not possible to copy the event logs to usb either. Later on. The current version was installed, but the installation did not continue after a certain stage. Download details can be viewed in the attached video file. In the last case, when the device is turned on, it gives run: 'icmp event servicelog signal failed' error and stays there. The operating time of the device is still at 215we don't know what causes this error. Device is covered 5 year warranties.